Event description:
The patient reported that the up arrow button requires several presses to activate desired pump functions. She states the up arrow button feels flat. The patient denies cleaning the pump. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has been returned to animas. Evaluation confirmed that the up arrow intermittently activated pump functions when pressed. Multiple button presses requiring increasing force were required before the up arrow button would engage. None of the other keypad buttons had normal spring or click back. Contamination was present under keypad button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.